Event description:
It was reported by service report that the jack was drifting; fowler would not remain in the raised position and hold weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.